Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Hypopyon is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). There were not any abnormalities on the sterilization records of the lot. Postoperative inflammation summary (pois) form completed by the clinician indicated: (B)(6) 2022: cataract surgery performed (right eye). Postoperative visual acuity 1.2 (B)(6) 2022: postoperative visual acuity decreased to 0.3. Cell proliferation, mild anterior chamber cell, mild hyperemia, blurry vision, inflammation. (B)(6) 2022: hospitalization due to suspected infection. Many anterior chamber cells, but there is no retinal lesion. A small amount of hypopyon. Increased dose of antibiotics and steroids, started antibacterial drug. (B)(6) 2022: hypopyon has almost disappeared, but anterior chamber cell remain. Postoperative visual acuity recovered to 0.8. (B)(6) 2022: vitrectomy was performed for the purpose of cleaning the vitreous cavity and collecting samples. Later, pcr tests revealed that all bacteria and fungi were negative. (B)(6) 2022: confirmed at this point that patient had recovered and was discharged. (The length of hospital stay is unknown) based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2022. Inflammatory response after implantation cell growth, mild inflammation, decreased va, mild anterior cell occurred 4 days after the cataract surgery. Red eye, hypopyon the patient was introduced to the (B)(6) hospital. Anterior chamber irrigation and vitrectomy were performed at the hospital. Patient impact: temporarily decreased va, drug treatment.